Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station had been offline for two months, causing a critical override, and the pyxis was needed for operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the station had no communication issues. A technical support specialist (tss) confirmed that the device was communicating properly with no critical override status or discrepancies observed. The customer also confirmed that the device was functioning as expected. As the issue was resolved, the case was closed. The system functioned as intended when the technical support specialist checked the device.